Event description:
New information indicated that the event occurred during a lead implant procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant, the pulse generator exhibited a diagnostics anomaly after electrocautery exposure. The diagnostics were cleared and the lead was implanted. No patient symptoms were reported.